Event description:
The patient was implanted with their evoke closed loop spinal cord stimulator in (B)(6)2022. The patient reported not receiving effective therapy. Reprogramming and other neuromodulation interventions were performed, but ineffective. On (B)(6) 2023, the evoke system was explanted.

Manufacturer narrative:
The cls, leads, and non-saluda anchors were returned for analysis. Visual and functional analysis did not identify any anomalies that could have contributed to the reported inadequate therapy. One lead was damaged upon receipt, which likely occurred during the explant procedure. Complete coverage of the pain area with no issues regarding stimulation sensation was reported prior to the explant procedure, indicating that it is unlikely that there was any functional issue with the system. The cause of the patient's lack of pain relief could not be conclusively determined. Inadequate pain relief following system implantation or over time is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records specified above were reviewed. The product met all requirements for release, and no anomalies were identified.

Event description:
The patient was implanted with their evoke closed loop spinal cord stimulator on (B)(6) 2022. The patient reported not receiving effective therapy. Reprogramming and other neuromodulation interventions were performed, but ineffective. On (B)(6) 2023, the evoke system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.